Event description:
The customer reported that the x-ray tube fixation was loose.

Manufacturer narrative:
The investigation is currently ongoing and conclusions will be sent in a follow up report. (B)(4).